Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to atrial flutter oversensing. The system was reprogrammed. This electrode remains in service. No adverse patient effects were reported.